Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted prostatectomy procedure, the patient was found to have a bowel tear on post-operative day #5. The bowel complication was repaired with sutures. However, the root cause of the bowel tear is unknown.

Event description:
It was initially reported that after undergoing a da vinci-assisted prostatectomy procedure, the patient was found to have a bowel tear on post-operative day #5. The bowel injury was repaired with sutures via traditional laparoscopic surgery. On 01/15/2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and obtained the following additional information regrading the reported event: the csa was not present during the da vinci-assisted surgical procedure which was not recorded on video. There was no report that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. In addition, there was no report that any intra-operative complications occurred. According to the csa, the surgeon did not know what might have caused the bowel injury. The surgeon repaired the bowel tear with sutures via traditional laparoscopic surgery. The patient has since recovered.